Event description:
Facility reported uterine perforation.

Manufacturer narrative:
User error resulted in uterine perforation which was confirmed hysteroscopically. No additional surgical intervention or extended hospital stay required.